Manufacturer narrative:
On 24-apr-2025, additional information received indicated that upon reconfirmation with the physician, the symptoms observed in the patient were not hematuria but melena. There was a little bleeding into the intestine prior to the procedure, and the amount increased after the procedure. The patient required extended hospitalization. The procedural act was around 300 seconds. Other relevant history/preexisting condition reported was hematuria. Catheter exchanges occurred during the procedure was one catheter was used for each, and 2 transseptal puncture sites were performed during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced gastrointestinal bleeding that required hospitalization and blood transfusion. Gastrointestinal bleeding and hematuria occurred. The bleeding was located in the lower gastrointestinal tract, specifically below the esophagus. The bleeding was recognized when the blood came out of the patient¿s body shortly after the initiation of hemostasis of groin after the completion of the procedure. Blood transfusion was performed after the procedure, and the patient is being hospitalized in the gastroenterology. It was reported that hematuria was reported to be part of the patient's medical history and was currently being treated at the time of the procedure. Hematuria is a pre-existing condition. No abnormalities were observed prior to or during use of the product. There were no errors during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31510331l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).